Event description:
Per information provided by patient's attorney: (B)(6) 2010 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, ¿multiple hernia defects were identified and a ventrio mesh was placed to connect the defect and sutured.¿ (B)(6) 2011 - patient underwent colonoscopy. (B)(6) 2014 - patient was diagnosed with ventral hernia, chronic abdominal pain and diverticulitis thereby underwent open repair with implant of bard soft mesh (device #2) and explant of previously placed mesh. Per operative notes, ¿a lysis of adhesions was performed to free the small bowel and colon that were adhered to the prior mesh. The previous mesh (device #1) was completely removed. Then the hernia was repaired with bard soft mesh (device #2) over the defects.¿. (B)(6) 2016 - patient was diagnosed with large recurrent ventral hernia and abdominal pain thereby underwent open repair thereby underwent repair. Per operative notes, ¿there was extensive adhesiveness of the intestine to the abdominal wall, and it was lysed. Identified a significant deserosalization and a perforation that we thought was not able to be repaired and then a bowel resection was performed. A piece of biological mesh was cut and placed inside the abdomen.¿. (B)(6) 2018 - patient was diagnosed with recurrent incarcerated ventral hernia, paraoesophageal hernia and abdominal pain thereby underwent open repair with mesh explant (device #2). Per operative notes, ¿the hernia was reduced and the adhesions were lysed. The stomach and the omentum were reduced from the paraoesophageal hernia. A piece of adhesion barrier was placed over the intestine to prevent adhesive disease. The previous mesh (device #2) was removed, and a synthetic mesh was placed.¿. Attorney alleges that the patient had adhesions, infections, bowel perforation, bowel removal, hernia recurrence, pain and others such as organ perforation and adhesion of mesh to liver causing laceration.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical record review, about 3 years 6 months post implant of bard soft mesh, patient was diagnosed with adhesions, bowel perforation, hernia recurrence, abdominal pain, seroma, and fibrosis thereby underwent repair with explant of mesh. The instructions-for-use supplied with the device lists seroma, adhesions and hernia recurrence as possible complications. This emdr represents the bard soft mesh (device #2). An additional supplemental emdr was submitted to represent the ventrio mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.